Event description:
The manufacturer received information alleging a ventilator's was not sensing a breath. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board and machine flow sensor needs replaced to address the issue.